Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a femoral diaphyseal fracture, slightly proximal. The sales rep explained to the surgeon prior to the operation that the reconstruction mode to be utilized does not have a high degree of accuracy. The surgeon inserted the guide wire without a load into the bone head, however he did so out of bounds. The surgeon tried several times, all of which were out of bounds, so he drilled it forcedly using the reamer, which subsequently broke. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number provided, 0123, does not match the synthes part number. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a correct lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.